Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation of the video provided, it was noted that the tightrope® ii btb, with deploying suture was assembled incorrectly. The free tail did not pass through the loop with the suture threader in the embedded suture. This failure is an internal manufacturing issue.

Event description:
On 11/07/2023, it was reported by a sales representative via phone that an ar-1588btb-2j x2 tightrope kit shuttle suture would not pass through the construct. Was loaded wrong in the packaging. This was discovered during a case with no patient effect. Case completed using older technology. Case completed successfully. Additional information provided: the sales representative performed additional testing with a third ar-1588btb-2j and this 3rd device caused the same issues as the first two did. Media evidence was provided to an arthrex employee to demonstrate the failure mode. This third device was returned for investigation testing.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation of the video provided, it was noted that the tightrope® ii btb, with deploying suture was assembled incorrectly. The free tail did not pass through the loop with the suture threader in the embedded suture. The most likely cause for the reported failure can be attributed to a manufacturing issue.